Event description:
Reporter alleged discrepant back to back blood glucose results of 362, 130, & 160 mg/dl when a testing was performed within 5 minutes on the compact plus sustem. It was not provided whether any actions were taken or treatment was received and no further information will be provided despite several unsuccessful attempts made by the manufacturer to contact the reporter. A request was made for the return of the suspect and replacement prodouct was sent.